Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, foreign material was found clogged in scope auxiliary water tube. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, port of the auxiliary tube clogging with foreign material which cannot be taken out, angulation was insufficient, which was adjusted, insertion section was slightly wrinkled, light guide tube slightly wrinkled, and angulation at the d side was slightly heavy. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.